Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's powerchart® task list, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium powerchart® task list. The issue affects users that utilize the task list to manage workflow processes and support care management by accessing activities, viewing patient data, and document activities and findings. In cerner millennium, the issue occurs when a user opens a powerform from an overdue task on the task list and then leaves the powerform open and unsigned, during which the patient location information is updated in the system. When the user later enters additional information and then signs the form, some of the information entered may not be displayed in the final signed powerform. In addition, any rules that should automatically generate additional activity (such as additional orders and tasks) may not initiated as expected upon completion of the powerform within the task. Patient care could be adversely affected if medical decisions are made based on inaccurate and incomplete information displayed in a powerform or if actions and tasks are not generated and completed as expected, such as a new order created, an existing order canceled, or an additional task needs to be completed. This issue could result in patient care impacts of varying severity depending on the nature of the missing data or task activities or orders, including but not limited to patient injury, delay or omission of patient care, medication overdose/underdose, or extra procedures. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification on (B)(6) 2022, to all potentially impacted client sites. The software notification includes a description of the issue, and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Manufacturer narrative:
Cerner distributed a flash notification on february 14, 2022, to all potentially impacted client sites. The software notification includes a description of the issue, and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner distributed a follow-up flash notification on october 11, 2022, to all potentially impacted client sites to communicate that a software modification has been developed and is available to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's powerchart® task list, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium powerchart® task list. The issue affects users that utilize the task list to manage workflow processes and support care management by accessing activities, viewing patient data, and document activities and findings. In cerner millennium, when a user creates a powerform from a task on the task list and changes the patient location, changes the order-task status, or reschedules a task before saving the powerform, the information is updated in the system correctly. When the user later re-opens the powerform through the task used to create it and enters additional information and then signs the form, some of the information entered may not be displayed in the final signed powerform. In addition, any rules that should automatically generate additional activity (such as additional orders and tasks) may not be initiated as expected upon completion of the powerform within the task. Patient care could be adversely affected if medical decisions are made based on inaccurate and incomplete information displayed in a powerform or if actions and tasks are not generated and completed as expected, such as a new order created, an existing order canceled, or an additional task needs to be completed. This issue could result in patient care impacts of varying severity depending on the nature of the missing data or task activities or orders, including but not limited to patient injury, delay or omission of patient care, medication overdose/underdose, or extra procedures. Cerner has not received communication on any adverse patient events as a result of this issue.